Manufacturer narrative:
Concomitant medical product: 1000 ml exactamix bag labeled with tpn. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV set filter cracked on the female luer end. One 1000 ml exactamix bag labeled with tpn mixture, alaris pump tubing, and a filter extension set were received. No additional patient or event information provided.

Manufacturer narrative:
Concomitant medical products: baxter, 1000ml IV bag of exactamix bag labeled with tpn mixture lot: 049977 exp: april 2018; therapy date unknown. The customer¿s report of a cracked female luer was confirmed. Visual inspection observed that the female luer had a vertical hair line crack that measured 0.47 inches long. The crack was observed to be on the opposite side as the gate. The female luer was inspected under a microscope, to determine if any stress marks were noted. No stress marks were observed during visual inspection. Functional testing was performed by removing the lab 10ml bd syringe plunger and adding blue dye water and connecting it to the female luer. The syringe was depressed and a leak was observed as fluid flowed through the crack on the female luer on the used extension set received. The root cause of the leak was identified as a crack. The cause of the crack is unknown.